Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable, device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the ablation system displayed an error message regarding memory on the computer of the system. The representative was able to clear the prompt and continue using the ablation system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the issue could have been bypassed by pressing the "f1" key. Analysis found that the software functioned as designed.